Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll on 07/05/2016 for investigation. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4). Visual inspection was performed and found damage to the encoder and motor covers, broken screws pot on top cover, and a missing battery partition cover. The primary complaint was confirmed. Upon powering on the device, user advisory (ua) 45 (not at "home" position after power-on/restart) error message was displayed. Unable to retrieve the archive data due to maximum data. Functional testing could not be performed due to the ua45 error message upon powering on the device. To resolve the ua 45 issue, the shaft was rotated to the home position. The ua 12 (lifeband® not present) issue could not be replicated. No faults were found when the device ran for approximately 45 minutes. The belt switch assembly appeared to be normal. In summary, the customer's reported complaint was confirmed during inspection. The autopulse platform is a reusable device and was manufactured on 09/02/2005. Therefore, this type of issue is characteristic of normal wear for the life of the device. The shaft was rotated to the home position. Additional repair was completed unrelated to the reported complaint to ensure that the autopulse platform is functional without issue. The damaged and missing parts observed during visual inspection were replaced. The platform passed all final testing criteria

Event description:
It was reported that during patient transport, the autopulse platform (s/n: (B)(4)) displayed a user advisory (ua) 45 (not at home position after power on/restart) error message. The responding crew made unspecified attempts to clear the message, however, the autopulse platform then displayed a ua 12(life-band not present) error message. The actions of the responding crew following the event is unknown.